Event description:
It was reported that the inflation device memory did not work.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event is inconclusive because no sample was returned and further investigation was not conclusive. Although a specific cause cannot be determined, based on the risk document potential causes for this event could be, poor shaft/balloon interface design, inadequate material selection, poor shaft design (shaft od wrong size), inadequate adhesive bond, material performance history, design qualification, qc inspection. The device was used attempted to be for treatment purposes. It is unknown if the device had met all relevant specifications or resulted in the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "the x-force® balloon dilation catheter is a sterile, single use device. Carefully inspect the catheter and the sterile packaging for signs of damage that may have occurred during shipment. Do not use the product if damage is evident." "Only a physician who has an understanding of the clinical applications, technical principles and associated risks of balloon dilation within the urinary tract should use this device." "Preparation of the catheter: all x-force® balloon dilation catheters contain air in the balloon lumen. The air must be removed to allow liquid to fill the balloon when it is inflated. Remove the protective sheath from the balloon. Attach the inflation device to the connector on the balloon lumen. Open the stopcock and draw back on the inflation device to remove the air from the balloon catheter. Close the stopcock, remove the inflation device, depress the plunger to remove any air and reattach to the balloon catheter. Repeat steps 3-4 until all air is removed from the balloon lumen." "Inflating the balloon catheter: fill the inflation device (eagle¿ inflation device) with sterile diluted contrast medium. Attach the inflation device to the balloon lumen. Inflate the balloon. "Note: do not use air or any gaseous substances as a balloon inflation medium always use sterile liquid media." "Note: the use of an inflation device with a pressure gauge is highly recommended to make sure adequate pressure is applied and the rated burst pressure of the balloon is not exceeded." "Caution: if loss of pressure in the balloon occurs or the balloon ruptures, immediately stop the procedure, deflate the balloon and remove carefully. Do not attempt to re-inflate the balloon. If after inspection it is noted pieces of the balloon are missing, check for and endoscopically retrieve the fragments when possible." "Warning: do not exceed the recommended rated burst pressure (rbp) for this device. Balloon rupture may occur if the rbp rating is exceeded. Please refer to the device label for the recommended maximum rated burst pressure. Extreme caution should be used when considering dilation of irregular, not-compliant tissue or in the presence of certain calculi." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.

Event description:
It was reported that the inflation device memory did not work. Per follow-up information received from ibc on 11jan2023, stated that the memory means "scales" or "gradations".